Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspection observed that the rotawire was broken at 191cm from the proximal section and, the other section was not returned. The overall length and outer diameter (od) of the distal tip were not measured upon dimensional inspection due to the rotawire condition. Od of the middle and proximal section of the rotawire were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11896. It was reported that a rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During rotation test, outside the patient's body, it was noted that the rotawire was broken. The rotawire was replaced with another and was attempted to advance through the burr; however, the rotawire was unable to pass through. The procedure was completed with another of the same rotawire and burr catheter. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11896. It was further reported that the rotawire that failed to pass through the burr was the same rotawire used to complete the procedure.